Event description:
It was reported that: when the physician was attempting to insert the guide wire into the vessel the tip through to the shaft of the device frayed. The entire wire was removed and there was no harm or consequence to the patient. Another device was used successfully.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". The IFU also states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: when the physician was attempting to insert the guide wire into the vessel the tip through to the shaft of the device frayed. The entire wire was removed and there was no harm or consequence to the patient. Another device was used successfully.